Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching and critical battery alarms on a single battery. The battery will be ex changed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis did not reveal any premature power switching events involving the battery during the analyzed period. As a result, the reported "power switching" event could not be confirmed. The battery was able to adequately provide power to a test controller. Analysis of the alarm log files revealed three (3) critical battery alarms due to communication errors involving the battery. As a result, the reported "critical battery alarm" event was confirmed. The most likely root cause of the reported "critical battery alarm" event can be attributed to communication errors between the controller and battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.